Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot#: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a rechargeable implanted neurostimulator experienced issues with an external device, specifically the desktop charger (dtc/ac) power supply. The patient reported a loose connector pin and a damaged desktop charger cord. Additionally, the patient stated that the buttons on the device were hard to press down on. The agent attempted to determine if there was an issue with the recharger but did not identify any problems. The agent reviewed the replacement process with the patient and offered further assistance if the replacement did not resolve the issue. The patient indicated a history of equipment replacement and mentioned an upcoming appointment with a healthcare provider. No patient complications have been reported as a result of this event.

Manufacturer narrative:
In previous report reason for follow up has not been captured and now reason for follow up has been captured in this report for device evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the 37761 desktop charger (dtc) (s/n#: (B)(6)) revealed that they replaced cable assembly due to frayed cord. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a rechargeable implanted neurostimulator experienced issues with an external device, specifically the desktop charger (dtc/ac) power supply. The patient reported a loose connector pin and a damaged desktop charger cord. Additionally, the patient stated that the buttons on the device were hard to press down on. The agent attempted to determine if there was an issue with the recharger but did not identify any problems. The agent reviewed the replacement process with the patient and offered further assistance if the replacement did not resolve the issue. The patient indicated a history of equipment replacement and mentioned an upcoming appointment with a healthcare provider. No patient complications have been reported as a result of this event.